Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative was on site to troubleshoot issue. There was no power to the mobile view station (mvs) and fuses needed to be replaced. Replacement fuses were sent to site. Replaced fuses on panel in mvs, system tested and passed all checks, working as intended, and put back into use. No part were sent back to manufacturer for evaluation so no analysis could be completed. No further issues reported. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that after turning on the system the mobile view station (mvs) was not getting any power. The line power light was not lit when the mvs was powered off. Troubleshooting suggested the rep. Replace the f11 and f12 fuse. After replacing the fuses the mvs and oarm powered on as they should. No further issues. There was no patient present when this issue was identified.